Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at site connector. The infusion sets had been used for less than one day, as it was damaged right out of the package. At the time of the event, his blood glucose level was 129 mg/dl. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.